Event description:
It was reported that prior to the case, cases were being archived onto cds for a surgeon. After a few archives (15), the system began making a humming sound and popped up with an error. Could not recover from the disk error and the case went manual. The investigation found that one of the two hard drives inside the computer had become defective. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was intended to be used in treatment and it was not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. The DHR could not be reviewed so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for troubleshooting computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. Photos of the device were not returned and the device was not returned for evaluation. However, after review of the log files and the system logs, it was determined that one of the two hard drives inside the computer had become defective. The hard drive was no longer viable and the system recognized this and displayed the disk error. The root cause was established to be supplier/raw material fault. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned prior to the case and due to being unable to recover from the disc error, the navio case was cancelled/abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.